Manufacturer narrative:
Customer reported incorrect demographics documented in exam. Baxter technical support provided the account troubleshooting steps to resolve the issue. The account confirmed demographics were corrected. Based on this information, no further action is required. Although there was no adverse event reported, if the reported event of incorrect patient demographics were to recur it could lead to serious injury or death, therefore baxter considers this event reportable.

Event description:
Baxter received a report stating that an exam had incorrect patient information in q-stress. This occurred after patient use. There was no patient injury or death reported with this event.